Manufacturer narrative:
(B)(4). Exact date of event is unknown. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, activation button was activated during no pressing button and after restarting generator , error message was shown of device. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. Additionally, the blade tip damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. No continuous activation issues could be identified as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.